Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-xxxxxxx. Conclusion summary: on november 13, 2018, it was reported that the ratchet handle was broken and sticks, pin stick. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on december 3, 2018 revealed the setscrew was too tight, which did not allow the ratchet gear to rotate. The roller and carrier guide were damaged. The calibration was out of specifications but produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 3, 2018 which included replacement of the roller and carrier guide and loosening the setscrew. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the setscrew was too tight which did not allow the ratchet gear to rotate. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the setscrew was too tight which did not allow the ratchet gear to rotate. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Ratchet handle was broken and it was sticking. No adverse events were reported as a result of this malfunction.